Event description:
It was reported that the rui (remote user interface/joystick) was not working causing a complete loss of motorized movements. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The joystick and the emergency stop switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.